Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed fluid outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the connector plug, consistent with the reported noise. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.